Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states it really does not work that well, it worked good for the first month or 2. Patient has been back to the doctor several times and they want patient to take a medication with sodium but patient refuses to take it. Patient also had a fall last year and when they hit the floor, they think they might have moved the implant. Now when they turn the stimulation on,  the impulses are down near the vagina "it is too far down" and moved off to the side. The patient was redirected to their healthcare provider to further address the issue.